Event description:
Starclose device became lodged in the arterial access tract and had to be forcefully removed by the physician. The arterial puncture site had to have manual pressure applied to stop bleeding.